Manufacturer narrative:
Na

Event description:
The customer tested with her coaguchek xs meter (serial number (B)(4)) and obtained a reading of 3.8 inr. Within 10-15 minutes she used blood from the same finger and received a reading of 3.3 inr. A third test was performed with a different finger and that result was 2.7 inr. There was no medication change made based on any of the meter readings. She also went to the laboratory and received a result of 3.5 inr within 5 hours. The reagent being used at the laboratory is unknown. The customer's therapeutic range is 2.1 - 3.1 inr. The customer does not have any antiphospholipid antibodies. The customer is stable. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The data download of the meter shows that the 2.7 inr occurred on (B)(6) 2016. It shows that on (B)(6) 2016, there were results of 3.8 inr, 3.3 inr, and 3.3 inr; it shows these tests were taken at 0930, 0934 and 0941. The data download also shows results of 2.2 inr and 1.0 inr taken on (B)(6) 2013, 17 minutes apart. The relevant retention test strips (lot 293986-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The retention material performed as specified.

Manufacturer narrative:
The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.